Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that acute stent thrombosis occured. A 3.00x20mm synergy ii drug-eluting stent was deployed for treatment. However, in less than an hour, stent thrombosis occurred. The patient had plavix and heparin on board and was brought back to the lab. Ballooning was performed followed with intravascular ultrasound which revealed stent was expanded. The procedure was completed with no further patient complications reported.